Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were mismatched and unable to charge. The root cause of the mismatched cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that it was unable to power on a monitor.